Event description:
During a routine "pm" the biomedical engineer noticed some corrosion on the right side battery terminal. The batteries were replaced and the system is functioning per specifications. The suspect batteries have been returned to abiomed for evaluation.